Event description:
It was reported that the left monitor on the 9800 system went dark during a case. The 9800 system had to be removed and the procedure was completed with another system. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator drive was replaced during the service call. The x-ray tube and high voltage cable needed to be replaced. However, the service call was cancelled by the customer. A follow up report will be filed when additional details become available.